Event description:
Caller reported receiving erratic readings from the freestyle meter. The comparison results were 512 mg/dl and 154 mg/dl within 15 minutes of each other. The reporter freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.